Event description:
Customer reported the following: erroneous low magnesium (mg) result, suppressed triglyceride (tg) results, and high glucose quality control. The dxc instrument generated a false low initial and critical rerun magnesium result. The critical rerun low magnesium result was reported out of the laboratory. However, there was no effect to patient treatment. The customer re-calibrated magnesium and re-ran the sample. The sample recovered within the reference interval of assay. Quality control was within the laboratory's established ranges prior to event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a defective/dirty sample probe. He replaced the cc sample probe which resolved the issue. (B)(4).